Manufacturer narrative:
Philips has started an investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
The issue reported involved a hyperdense band artifact that displayed on the myocardium wall during the late enhancement phase of a cardiac procedure. This artifact contributed to a diagnosis of myocarditis. Subsequent imaging performed using magnetic resonance imaging (MRI) indicated that the patient may have received incorrect drug treatment due to the initial (alleged) misdiagnosis. No additional clinical details or medical interventions were reported. Based on the limited information available at the time of this review, the event is considered a reportable event.

Manufacturer narrative:
Philips has investigated the reported complaint involving a hyperdense band artifact observed on the myocardium wall in patient images on an iqon spectral system. Multiple attempts were made to obtain relevant clinical information regarding the patient and any medical interventions performed; however, the customer did not respond to these requests. An evaluation of the dicom images confirmed that the hyperdense artifact was a motion enhanced cone beam artifact, caused by cardiac or anatomical motion occurring during image acquisition. This results in apparent enhancement within the reconstructed images. While no definitive workaround exists, artifact occurrence may be minimized by selecting an alternate cardiac phase with reduced motion.